Event description:
It was reported by a customer on (B)(6) 2011 that always during the first case in the morning, the initial card did not read. Per the customer, the laser system was shut down in order for the card to read. The procedure was completed. No pt injury was reported.